Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Additionally, b5 was corrected.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis at sygihus lillepaelt in billund (medical provider¿s name was unspecified) in denmark. The patient's blood glucose levels reached 56 mmol/l (1008 mg/dl) while wearing the pod for between 37 and 48 hours. The patient was on a plane that made an emergency landing in denmark to take the patient to the hospital where they were admitted. Symptoms reported include hyperglycemia, dizziness, vomiting, headache, and loss of breath. The patient was treated with intravenous insulin, potassium, sodium, and saline. The patient was discharged 48 hours later. The patient resides in the UK but was on a plane travelling to poland. The plane made the emergency landing in denmark.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis at sygihus lillepaelt in billund (medical provider¿s name was unspecified) in (B)(6). The patient's blood glucose levels reached 56 mmol/l (1008 mg/dl) while wearing the pod for between 37 and 48 hours. The patient was on a plane that made an emergency landing in denmark to take the patient to the hospital where they were admitted. Symptoms reported include hyperglycemia, dizziness, vomiting, headache, and loss of breath. The patient was treated with intravenous insulin, potassium, sodium, and saline. The pod was removed at the hospital and discarded. The patient was discharged 48 hours later. The patient resides in the UK but was on a plane travelling to poland. The plane made the emergency landing in (B)(6).